Event description:
The hospital reported that during an endoscopic vein harvesting procedure close to the end of the procedure, they noticed the hemopro 2 remained activated even when the trigger was released. The same unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unknown. (B)(4).